Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an avx thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. The physician was performing a declot of the fistulogram with the use of a avx® thrombectomy set. The device stopped during aspiration and a check saline supply error code occurred. It was also noted the catheter was leaking into the tray at the console. The device was switched out to another avx catheter to complete the procedure. No patient complications were reported and the patient was stable.